Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other similar events for the lot referenced. It was noted that the device is not available for evaluation. Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation.

Event description:
The surgeon opened the sterile package containing the triathlon tibial component and noticed, while still in the plastic tray, that there was a small amount of very fine debris on the component. He was unhappy to use the component and asked for another one. He then noticed the second component also had the same small fine debris on it. It was a different batch number. This time he washed the component with betadine and implanted it. It was noticed as the surgeon opened the sterile packaging, but had not yet picked the component up.